Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision. Clinical reason being mentioned as hyperopic refractive outcome. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information has been received it states that there was no impact to the patient. The iol was explanted and exchanged with another company lens following the secondary implant procedure.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. An intraocular lens (iol) exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. The account indicated the product was not available to evaluate. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company 20.5 diopter lens was replaced with a company 25.0 diopter lens due to a reported hyperopic refractive outcome. It was reported the patient had pre-existing chronic uveitis and posterior synechiae. Based on the information provided, the event does not appear to be related to the product. The manufacturer internal reference number is: (B)(4).